Event description:
It was reported via repair work order that the nurse call system was inoperable due to damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.